Event description:
The customer reported that while monitoring patients on a xhibit central station (xcs), the central station would shut down by itself and would not display patients when it was turned back on. The unit was shipped to spacelabs healthcare for depot repair. The technician identified that the unit had a faulty fan on the video card. The customer was advised that due to the age of their device and part obsolescence their xhibit central station was no longer repairable and offered to exchange the unit. The customer accepted the exchange. A new unit will be shipped to the customer.